Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one day post implant, the right atrial (ra) lead exhibited a high threshold, loss of capture at high output, decreased impedance, and dislodgement was confirmed on chest x-ray, with physician speculation that the sleeve fixation may have been loose. The ra lead retained its sensing function and patient monitoring was planned going forward. The ra lead remains in use. No patient complications have been reported as a result of this event.